Event description:
It was reported that before an unknown procedure, sterility package (plastic) splintered by opening of the package so that the nurse almost got hurt by cutting. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B) (4) (B) (4). There was one device/package received. The package was received with the blister cracked/broken on the corner. The carton was not provided. Each device/packaging is visually inspected during the packaging process and damage of this magnitude would have been detected. A piece of the blister was missing but some of the broken blister was still adhered to the blister flange indicating that blister was whole and intact when sealed to the tyvek. Damage occurred outside of packaging facility and was caused by impact from the outside. There was no other damage to the package. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends.

Event description:
Info received indicates the siderail will not always latch due to a weak latch spring.